Event description:
It was reported that after the patient went under a right hip procedure, the patient had a revision 16 years post implantation. The patient's implant failed due to severe pain, elevated metal levels and metallosis producing an osteolytic cyst resulting in the revision surgery.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: mdr327840. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, as supplemental medwatch will be submitted.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4. D1. D2: product code. D4. D10. G3. G4: PMA/510(k) number. G6. H2. H10.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: component code mechanical (g04) - head. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Devices are used for treatment. Insufficient information provided. Unable to perform a compatibility check. Complaint history review cannot be performed without product identification. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the original complaint description provided.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified small nicks and blemishes were observed around the rim of the head. Complaint confirmed based on evaluation of the returned product. Review of complaint history identified additional similar complaints for the reported item(s) and no additional complaints for the reported part and lot combination(s). Complaints are monitored through monthly complaint review in order to identify potential adverse trends the additional information does not change the outcome of the previous investigation if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: d4: expiration date. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: no evidence of fretting of the trunnion or head, no obvious wear. No obvious mechanical failure, but we did encounter a very large osteolytic cyst in the anterosuperior region. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.